Event description:
It was reported that the right ventricular lead exhibited high thresholds and had sustained clavicular crush damage. The lead was explanted and replaced on (B)(6) 2013. The patient was in good condition after the procedure.

Manufacturer narrative:
Analysis found an insulation abrasion proximal to electrode. Abrasions are consistent with constant friction with another implantable device.